Event description:
The customer reported that the device power button is not functional. There was no patient involvement.

Manufacturer narrative:
The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer. Based on the findings, service determined that the proximate cause of the reported issue was due to electrical failure of the keypad - unresponsive key (won't turn on/ off). Device history review a review of the device history record for sn (B)(6) was performed from date of manufacture 04/10/2020 to present date 01/18/2021 and confirmed that this device was not previously returned for servicing. Also, there were no production failures indicated on the source device.

Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted front case with keypad replaced due to unresponsive keypad. As found software version 9.19.1.2, as left software version 9.19.1.2. A review of the device history record for sn: (B)(6) was performed from date of manufacture 04/10/2020 to present date 01/18/2021 and confirmed that this device was not previously returned for servicing. Also, there were no production failures indicated on the source device. Based on the findings, service determined that the proximate cause of the reported issue was due to electrical failure of the keypad - unresponsive key (won't turn on/ off). The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer. There are CAPA #'s noted for the following parts replaced that have an already existing CAPA. CAPA#: 1120033 pcu unresponsive keys.

Event description:
The customer reported that the device power button is not functional. There was no patient involvement.

Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
The customer reported that the device power button is not functional. There was no patient involvement.